Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9872897. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4.5 mm x 28 mm enterprise® vascular reconstruction device (enc452812 / 9872897) was impeded in the distal end of the associated 150 cm x 5 cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through. The physician tried to retract the stent, but the stent could not be retracted. The physician removed the stent and microcatheter together; it was reported that force was used to remove the delivery wire after the system was removed and the stent was still attached to the delivery wire. The physician replaced the stent with another 4.5 mm x 28 mm enterprise® vascular reconstruction device (enc452812), the microcatheter was also replaced to complete the procedure which was reportedly prolonged by 10 minutes. There was no report of any negative impact on the patient. On (B)(6) 2026, it was indicated that additional information related to the device and the procedure are unknown / not available.